Manufacturer narrative:
Updated b5. Updated h6. Image review: four static images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed, and the overlap appeared to reach just prior to node 4, which would be considered a successful load. However, a complete rotation of the capsule would be required to confirm. It was reported that an infold occurred during the first deployment attempt, which was confirmed by the provided photo evidence. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Evidence supported that a new valve was used for the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misloads were identified during loading. Per the physician, the patient's excentric calcification and bicuspid valve function may have contributed to the infold. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012275352); product type: 0195-heart valves; implant date na ; explant date na. Product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date na ; explant date na medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, on initial deployment, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via tnt in its original box and jar filled with a clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears were observed. There were signs of creasing on the leaflets. The l1 leaflet was observed to be in the open position. L2 ¿ l3 were closed. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, and the frame expanded to its full dilation. There were no signs of distortion. One bent strut was observed on the outflow frame at strut c63 and c18. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Conclusion: the device history record and frame record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. As reported per the physician, the patient's excentric calcification and bicuspid valve function may have contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.